Event description:
It was reported that the customer's insulin pump pushed out all the insulin. The customer changed the reservoir twice, but the motor did not stop even when the customer did not push the activate button. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump could not prime during the prime test due to a loose drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.